Event description:
The patient developed a pericardial effusion following cryoablation procedure. Patient in stable condition after drain was inserted. Patient discharged from hospital (B)(6) 2012.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin and failure files were analyzed. Bin files showed 8 applications were performed. All the applications were complete (inflation, ablation and thawing cycle), no particular issue with the applications. The flow, pressure and temperature are within specification. The bin files did not show any system notice messages during the case. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.